Manufacturer narrative:
(B)(4). Baxter evaluated the device and confirmed the identified symptom through component causality of a seizing motor. It was determined that this failing part caused the system error 105 alarms and has been replaced.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.